Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they completed priming and insulin pump had no delivery alarm then insulin pump had motor error alarm and insulin pump get shut of. The insulin pump will not be returned for analysis.